Event description:
Revision of corail stem due to chronic pain.

Manufacturer narrative:
The DHR analysis of the batches 2798816, 2347926, 2559765 shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or failure investigation report the hac coating of the stem was realized in (B)(4). The DHR analysis performed by (B)(4) for product code (B)(4), lot d09080373 revealed no anomalies. Product analysis: analysis of the stem returned show a disappearance of the hydroxyapatite, which is normal because naturally the human organism integrates and absorbs this coating in the months which follow the implantation, it is practically not noted a presence of osseousintegration. This product been checked dimensionally at various places ((B)(4)). The product is in conformity with its definition x-ray analysis: this analysis was performed by depuy france bioengineer. It was concluded that looking at the x-rays, it was identified that the stem had become loose leading to the subsidence of the stem. Some bone density loss in the middle of the femoral canal was also visible on the x-ray. The reason of that bone density is not known. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The DHR analysis of the batches 2798816, 2347926, 2559765 shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or failure investigation report the (B)(4) of the stem was realized in (B)(4). The DHR analysis performed by (B)(4) for product code 136512000, lot d09080373 revealed no anomalies. Product analysis: analysis of the stem returned show a disappearance of the hydroxyapatite, which is normal because naturally the human organism integrates and absorbs this coating in the months which follow the implantation, it is practically not noted a presence of osseous integration. This product been checked dimensionally at various places ((B)(4)). The product is in conformity with its definition x-ray analysis: this analysis was performed by depuy (B)(4). It was concluded that looking at the x-rays, it was identified that the stem had become loose leading to the subsidence of the stem. Some bone density loss in the middle of the femoral canal was also visible on the x-ray. The reason of that bone density is not known. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.